Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the resident was being lifted using the sara stedy active floor lift but then her legs gave out. As a result of the event, the resident fell and sustained a femur fracture.

Manufacturer narrative:
It was reported that the resident was being lifted using the sara stedy active floor lift but then her legs were weak. As a result of the event, the resident fell and sustained a femur fracture. It was reported that that the caregiver assisted the resident during this transfer and that the resident was correctly assessed to use the sara stedy. The customer did not provide serial number of the sara stedy lift. Therefore, no device evaluation was performed. The customer did not report any device malfunction. The instruction for use (IFU #001-12325-en ) for sara stedy device includes information that: "warning:to avoid injury, a full clinical assessment of the patient's condition and suitability must be caried out by qualified personnel before attempting to use sara stedy" despite the fact that the patient's mobility allowed the use of the sara stedy lift, the unexpected patient weakness led to a loss of stability (the patient was not able to stand) and slipped out of sling. The cause can be determined as unfortunate event. To sum up, it has been established that a floor lift was used for patient handling at the time of the event. No device malfunction was reported by customer, the device met its specification. The complaint was decided to be reportable due to the allegation that the patient fell during the transfer and sustained serious injury.